Event description:
Customer reported that while pipetting an htlv I/ii microwell plate on summit, the technician noticed low sample and reagent volume was delivered to well h5. No alarm was generated. No death or serious injury was associated with this incident.